Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxguard extension set (microbore) was occluded. The following information was provided by the initial reporter: occlusion in the tubing leading to inability to use extension set.